Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the exact surgical procedure? Removal af bladder. What anatomical structure was device fired on? Small intestine. Where was the gray cartridge used? It was not gray but white. It was used on small intestine. Were there any issues with staple form or hemostasis during initial procedure? Some bleeding from the stapler line. Please provide timeline that led to reoperation. I don¿t know. What was found during reoperation and how was it addressed? It was bleeding from the stapler line and they used energy to stop the bleeding. Was the bleeding in urinary tract or pelvis? I don¿t know. What is the current patient status? After reoperation the patient was fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after surgeon has used our reloads for 9 MDR. They experienced repeated bleeding from the stapler line. The last patient they had to re-operate because of bleeding. Then they decided to go to competitor.